Event description:
It was reported that in anesthesia, the md found the tip of the swg was severely bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: the report was reviewed; however a comprehensive investigation could not be performed because no guide wire was included with the opened kit returned for analysis. The device history records for the spring wire guide were reviewed with no findings relevant to this complaint. Complaint verification testing could not be performed because no guide wire was returned in the opened kit for analysis. The device history records for the spring wire guide were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of guide wire was found severely bent could not be determined based upon the information provided and without a sample.